Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred during bolus delivery. System check with tandem technical support could not be performed, as occlusion alarms occurred in the past. Customer changed supplies to address occlusion alarms, but occlusion alarms continued. No further details were provided. Customer's blood glucose was more than 240 mg/dl.